Event description:
A customer contacted beckman coulter, inc. (Bec) concerning non-reproducible troponin (accutni) results within the risk stratification range generated by access 2 immunoassay analyzer for two patients' samples. The results were not reported out of the laboratory. Repeat testing produced results within the normal reference range. There was no report of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The samples were collected in lithium heparin plasma tubes, and were centrifuged for 10 minutes at 3500rpm in a swinging bucket centrifuge. Sample 1/1 was normal in appearance and sample 2/1 was slightly lipemic and slightly hemolyzed. The collection tubes were approximately ¾ full and the samples were transferred into an insert cup for analysis. Re-runs were performed on the same insert cups. Qc was within the established ranges during this event. A system check was performed on (B)(4) 2011 and met the specifications. Service was on site (B)(4) 2011 and performed a preventive maintenance. The field service engineer (fse) noted no definitive issues with the instrument or sample handling. The fse verified repairs per established procedures.